Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, several hours after the initial surgery, the pt developed a sudden change in condition, i.e. Hypotension. A re-operation was done and it was noted that the clip had come off the cystic artery. The instrument used in the first surgery was a resterilized (eto) disposable single use instrument. No further info is available.